Manufacturer narrative:
The calibration and qc were acceptable. There was no indication of an issue with the reagent. The alarm trace showed multiple abnormal aspiration alarms which are indicative of possible poor sample quality. The alarm trace also showed the following alarms: incubation water short, disk b lower reagent volume, disk a lower reagent volume, water reservoir level too low, and sample probe up/down. The field service representative performed checks and tests and found no abnormalities with the instrument. The instrument performance was verified and the issue appears to be resolved. A glucose precision test was performed with the alleged sample and low results were observed while all the other patient samples were within expected ranges, indicating an issue with the sample preparation/quality of the alleged sample. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results for 1 patient on 2 cobas 8000 c 701 modules. Sample 1: the result was 13 mg/ml from a sample test performed earlier the same day. It is unknown which module this result was obtained on. The physician questioned the result and performed a finger prick test with a glucose meter (meter type unknown) and the result was 100 mg/dl. Sample 2: a new sample was drawn and tested on both modules. The result from module b was 7 mg/dl. The result from module a was 9 mg/dl. The sample was repeated on a non-roche blood gas instrument (gem premier 5000) and the result was 89 mg/dl. Sample 3: a new sample was drawn and tested on both modules. The result from module b was 6 mg/dl. The result from module a was 7 mg/dl. The sample was repeated on a non-roche blood gas instrument (gem premier 5000) and the result was 84 mg/dl. The physician believed the results from the glucose meter and the blood gas instrument were correct.

Manufacturer narrative:
The serial number for module b is (B)(6). The serial number for module a is (B)(6). The investigation is ongoing.